Event description:
Per the clinic, the patient experienced chronic drainage from the implant site as well as skin overgrowth. Subsequently on (B)(6) 2014 the patient was administered general anesthesia and scar tissue was excised; during the same procedure a new abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.